Event description:
During an in clinic follow up, the device was found in back-up vvi (bvvi) mode resulting in loss of high voltage (hv) defibrillation therapy. Technical support was contacted and the device was restored to resolve this event. The patient was stable.